Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. The technician noted, "blood ingression was observed. However, insulation damage was not observed on the portion of the lead segment received."

Event description:
It was reported that the patient heard a tone from their device and was asked to present at clinic for evaluation. The patient's right ventricular (rv) lead was found to have high thresholds, high pacing impedance, and noise. The rv lead was partially explanted and replaced with the remainder of the rv lead capped. During the procedure it was noted that there was insulation damage on the rv lead as evidenced by dried blood within the lead lumen. The patient developed a hematoma after the procedure which required evacuation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.